Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Evaluation of the subject device confirmed the following; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Brown spots were on the surface of the device. The oxygen scavenger bag included in the package also had brown spots. The brown spots were rust. Omsc assumed that the brown spots on the device came from the rust on the oxygen scavenger bag. If additional information becomes available, this report will be supplemented.

Event description:
The customer noticed brown foreign materials stuck to the device although the device was brand new. There was no report of patient injury associated with this event.